Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment and stent damage occurred. Vascular access was gained via the radial artery to an unspecified target coronary lesion. The 4.00x28mm promus premier drug-eluting stent was advanced to treat the target lesion. However, the stent disengaged from the balloon catheter. The physician was able to snare and pull the stent back to the radial sheath, but the stent balled up and was unable to be removed. Subsequently, a surgeon was called to perform cut down patient's wrist to remove the stent. No additional patient complications were reported.